Event description:
Reportedly, on (B)(6) 2015, the following warning message was displayed: ¿the device was reinitialized¿. The device was operating in nominal parameters. The parameters were reprogrammed and a routine follow-up was done. It should be noted that the patient reported that he crossed through a detection system in the (B)(6) an explanation was required.

Event description:
Reportedly, on (B)(6) 2015, the following warning message was displayed: ¿the device was reinitialized¿. The device was operating in nominal parameters. The parameters were reprogrammed and a routine follow-up was done. It should be noted that the patient reported that he crossed through a detection system in the tax office from 9 to 13 february. An explanation was required.